Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced a skin reaction while wearing an adc device and experienced redness at the sensor site. Customer had contact with a healthcare professional on august 26, 2023 and was prescribed cortisone powder for treatment. The healthcare professional circled the redness on (B)(6) 2023 to find out whether the redness has gotten worse. The customer was asked to return on august 27, 2023 to check whether the area had become larger. It was not reported if the customer returned to the healthcare professional's off for the follow-up appointment. There was no report of death or permanent impairment associated with this event.

Event description:
A customer experienced a skin reaction while wearing an adc device and experienced redness at the sensor site. Customer had contact with a healthcare professional on (B)(6) 2023 and was prescribed cortisone powder for treatment. The healthcare professional circled the redness on (B)(6) 2023 to find out whether the redness has gotten worse. The customer was asked to return on (B)(6) 2023 to check whether the area had become larger. It was not reported if the customer returned to the healthcare professional's off for the follow-up appointment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.